Event description:
A us distributor reported that a battery pack had faults and would not power a monitor. A us distributor reported that a battery pack was unable to power a monitor.

Manufacturer narrative:
Device evaluation of battery been completed by the supplier. The reported problem (battery faults, won't power on) has been confirmed. As received, the battery was unable to power on a monitor or charge. The battery pca and cells were contaminated. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the damaged battery. Device evaluation of battery pack (B)(6) is underway. The reported problem (won't power on) was confirmed. Upon investigation the battery was unable to power on a monitor and charge. The battery was returned to supplier for further investigation. Investigation underway. No adverse event resulted from the damaged battery.

Event description:
A us distributor reported that a battery pack was unable to power a monitor.

Manufacturer narrative:
Device evaluation of battery pack (B)(4) is underway. The reported problem (won't power on) was confirmed. Upon investigation the battery was unable to power on a monitor and charge. The battery was returned to supplier for further investigation. Investigation underway. No adverse event resulted from the damaged battery.